Event description:
It was reported to boston scientific corporation that a jagwire guidewirewas used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure while the guidewire was in the patient's bile duct the tip of the guidewire detached. The physician attempted to recover the detached fragment, but was unsuccessful. The procedure was completed with another jagwire. There were no patient complications reported and the patient's condition has been described as stable. **update (B)(6) 2013** investigation results revealed that the tip of the guidewire did not detach, making this event non-reportable.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the guidewire was damaged, but had not detached. The tip of the corewire was not exposed and there was no damage noted to the ptfe coating. The outer diameter of the guidewire was measured and found to be with specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewirewas used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure while the guidewire was in the patient's bile duct the tip of the guidewire detached. The physician attempted to recover the detached fragment, but was unsuccessful. The procedure was completed with another jagwire. There were no patient complications reported and the patient's condition has been described as stable.

Manufacturer narrative:
(B)(4). Although the complainant device has been returned for evaluation; a failure analysis of the complaint device has not yet been completed. Upon completion if any further relevant information is identified, a supplemental medwatch will be filed.